Event description:
Three malformed staples were produced during the firing of a plcr60b reload via an i60 stapler in a cystectomy procedure. The other staples were properly formed and the tissue was completely transected.

Manufacturer narrative:
Visual inspection of the returned plcr60b reload showed that it had not been properly loaded into the i60 stapler. A new reload cover to facilitate reload insertion has been designed and put into use. Lot number is unk, and therefore the expiration date is unk. Evaluation summary: tissue bumps not damaged. Several staples remain stuck on reload. Retention bumps are damaged indicating the reload was not seated properly.